Event description:
Customer reportedly received results of 424 mg/dl, 379 mg/dl, 170 mg/dl, and 260 mg/dl within 10 minutes on the aviva system. Customer presumed the 170 mg/dl was the correct result and took insulin based on this result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.